Manufacturer narrative:
Main investigation conclusion thrombus was confirmed during the evaluation of heartmate ii lvas, serial number (B)(6). Evaluation of the submitted log file confirmed an elevation in power and flow elevations. A review of the submitted log files contained relevant data from (B)(6) 2021 at 14:10:45 through (B)(6) 2021 at 11:47:16, per the timestamps. Throughout the log files, several elevations in pump power and calculated flow were confirmed. Pump power ranged from 6 watts to elevations as high as 12.2 watts, while pump flow ranged from 5.1 lpm to elevations as high as 12 lpm. (B)(6) was returned assembled with the driveline cut approximately 6 inches from the pump housing and the severed portion of the driveline was returned. The apical sewing ring was returned with the device. The inflow conduit (inlet tube, flex section, and inlet elbow) was returned attached to the pump¿s inlet port. The sealed outflow conduit (graft, bend relief, and outflow graft elbow) was returned attached to the pump¿s outlet port. Upon disassembly of the returned pump examination of the proximal side of the outlet stator revealed a tissue-like, non-laminated deposition situated around the outlet bearing ball on a stator blade. The lack of laminated layering suggests that the deposition did not form in the outlet stator. The thrombus formation found in the pump could have potentially contributed to the reported symptoms of hemolysis (elevated ldh and coke-colored urine); however, its origin and duration of time for which the deposition was present in the pump cannot be conclusively determined. A direct correlation between the observed deposition and elevations in power and flow could not be conclusively established. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was cleaned, reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. Incidental findings: thrombus. The heartmate ii lvas IFU, rev. C, and the heartmate ii patient handbook, rev. C, are currently available. Section 1 of the IFU, ¿introduction¿, lists hemolysis and device thrombosis as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. Section 1 and section 6 of the IFU, ¿patient care and management¿, outline indications of pump thrombosis and how to respond to such events. Section 6, under ¿anticoagulation¿, provides information regarding the recommended anticoagulation therapy and inr range, as well as suggested anticoagulation modifications. Pump speed, power, flow, and pi are addressed in section 1, ¿introduction¿, of this IFU. This section explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. This document also describes how pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 02may2021. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted with a lactate dehydrogenase (ldh) level of 1831 u/l and coke-colored urine. The patient had no heart failure symptoms. A review of the log files revealed transient power and flow elevations many of which were associated with the pulsatility index (pi) event. It was noted that the patient was sleeping on battery power which is not recommended. The patient was transplanted successfully on (B)(6) 2021.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed